Event description:
In 2011, I was implanted with essure in my right tube. Since then, my health has been on the decline. I have had extreme weight gain, hair loss, depression, anemia, anxiety, painful intercourse, horrible bleeding, metal taste, the list could go on.